Event description:
Patient reported that the aligners have caused them severe pain and their dentist advised them that they are not a suitable option for them and to seek another treatment. This is a contraindicated patient, they have dental implants.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.